Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of displayed as "high"; although, specific value was unknown. Cause was not known. Customer changed supplies and resumed insulin therapy to resolve the issue.